Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation; however, it has not yet been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B) (4).

Event description:
It was reported to boston scientific corporation that during a vaginal vault suspension procedure using an uphold vaginal support system, the needle detached from the first mesh leg assembly before the mesh portion of the leg could be pulled through the patient's tissue. The needle was captured inside the capio device. The procedure was completed with another uphold device, with no complications to the patient, who is reportedly "fine" post-procedure.